Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection and thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (component). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient allegedly developed with unspecified infection and thrombosis. However, the current status of the patient was unknown.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient allegedly developed with unspecified infection and thrombosis. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, medical report was provided for review. Medical record alleges that, a powerport m.r.I implantable port was implanted in a patient via the right internal jugular vein for the treatment of left sided breast cancer. Four months and twenty six days later, patient presented with redness and pain at port a cath site. Subsequently, the blood cultures confirmed positive for gram positive cocci from the port a cath, for which the patient was treated with antibiotics. A CT of the chest later demonstrated pulmonary emboli, for which the patient was treated with lovenox. Further, the patient was diagnosed with sepsis. Subsequently, the port was removed next day. The wound was cultured, and the port was removed in its entirety. Therefore, it can be confirmed that the patient had experienced redness and pain at port a cath site, bacterial infection, sepsis, pulmonary embolism and thrombosis. However, the relationship to the port is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3, h6 (patient, component, method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2011, a patient underwent a port placement via the right internal jugular vein, for the treatment of left sided breast cancer. Approximately four months and twenty-six days later, on (B)(6) 2011, the patient experienced redness and pain at the port site. Subsequently, the patient was diagnosed with gram positive cocci bacterial infection, which was confirmed through blood culture. Further, computed tomography of the chest confirmed pulmonary emboli. Additionally, the patient was diagnosed with sepsis and thrombosis. Subsequently, the port was removed on (B)(6) 2011. However, the current status of the patient remains unknown.